Event description:
It was reported that the pump was alarming and stopped. The settings were reviewed. The device was restarted, and it run but after 30 seconds the pump alarmed to "check for empty reservoir/tubing." The pump stopped and the line clamped. They attempted to remove the cassette, but it was locked on. The pump powered off and then on, then pump alarmed to "remove/reattach cassette." Pump had been turned off and tapped gently on hard surface. The pump powered on but was alarming to "remove/reattach cassette." The pump had been powered off and line was clamped. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 98.2 ml. The event occurred while in use with a patient, and there were no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.